Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that at implant, final interrogation revealed excessive battery discharge. The measured battery data was 2.44v, 23ua, <1 kohm. Therefore, another device was implanted.